Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The shock impedance had been gradually increasing over time. The shock vector was reprogrammed. Boston scientific technical services (ts) was contacted for assistance and discussed further troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the clinic plans to continue to monitor the patient with no plan of intervention at this time. This product remains in service and there were no adverse patient effects.